Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device. It was reported the trial patient was out of it after procedure, and now feeling like bladder is full all the time, and not completely emptying. On (B)(6) the patient only had one void at 11:30 am and hasn't had another void the rest of the day. Patient also stated was difficult to have bm today and not sure why, or if it's device related. The stimulation was increased and patient was to follow up with physician if symptoms did not improve. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.